Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study and the device was beeping while it was worn all the time. The technical support advised the customer to send the study for evaluation because the tech was not able to remote into the customer's computer. The tech reviewed the study and it appeared that the study had missing traces throughout the study and the duration was about 9 hours short. A repeat procedure will be necessary due to the alleged device malfunction. There was reported patient involvement but no harm.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by the global complaint handling system. The product sample was not returned to the medtronic laboratory; however, a study graph was provided by the customer for analysis. The returned sample did not meet specification as received by medtronic. The customer reported they had a study that was only 13.5 hours long and 37 hours was ignored. The reported condition was confirmed. The investigation found: the total study duration is 38:58 hours. The ph values throughout the study were within the normal range (5-7ph) until the study abruptly ended, gaps appear almost throughout the graph. The investigation identified the cause of the reported event to be bravo system communication failure. If information is provided in the future, a supplemental report will be issued.